Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the cartridge and another occlusion alarm occurred. The infusion set tubing was changed and insulin delivery was resumed. Blood glucose was 170 mg/dl.